Event description:
At the completion of a cycle, a hospital employee spilled hot water on her foot while unloading items from a reliance 444 washer. The employee received a blister on her foot and was treated in the emergency room. Silvadene ointment and a bandage were applied. The employee did not miss any time from work and later reported that her burn had healed.

Manufacturer narrative:
A steris service technician inspected the washer and found, it was operating properly and the unit passed all diagnostic tests. The unit has remained in use since the incident and no further problems have been reported. Steris has determined that the facility employee did not follow proper procedures as specified in the reliance (B) (4) operator manual when loading and unloading objects. The employee failed to load items properly in that one item was placed in an inverted position. In addition, the employee did not allow the load to cool before unloading and then did not check for residual liquid prior to removing the item from the washer. Finally, the employee was not wearing proper personal protective equipment (ppe) as directed when reaching into the washer chamber. Steris has offered the user facility an in-service training in the proper operation of this equipment and is awaiting a response.

Event description:
It was reported to boston scientific corporation that a navigator ureteral access sheath set was used during a ureteroscopy procedure performed with a laser lithotripsy and cook 2.5fr nitinol basket. According to the complainant, during the procedure, the stones fragments became stuck where the sheath joins the hub while being extracted through the access sheath. The physician removed the sheath and unclogged it by removing the stones. The stones were approximately 7-9mm. The procedure was completed with this device. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
A steris account manager conducted in-service training on (B)(4), 2010.